Manufacturer narrative:
(B)(4). The device was received and evaluated. A visual inspection was performed with no issues noted. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The device was within specification. The reported issue could not be confirmed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
This is report 1 of 2 for this event. It was reported that a misspike occurred when the uv flash solution transfer set was connected to a uv flash disconnect y-set while using a clean flash device. This occurred during patient use. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received; however evaluation has not yet begun. Upon completion of baxter's investigation, a follow-up report will be submitted.